Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-03479. It was reported the patient was experiencing pain after a trial lead implant procedure. As a result, surgical intervention was undertaken where in the patient's leads were explanted and they were transported to the hospital. Follow up indicated the patient was doing well. The allegation was against both leads.